Event description:
It was reported that upon opening the package, the needle hub was found broken. As a result, a new needle was opened and used without difficulty.

Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: three introducer needles with cracked hubs were returned for evaluation. The customer reported the needle hub was found broken upon opening package; however, the returned needle hubs all appeared used and dirty from blood. After decontamination, returned needles were microscopically examined. Needle hub a exhibited a "u" shaped crack beginning and ending at the luer threads. Needle hub b exhibited two longitudinal cracks passing through the luer threads and mold gate extending half way down the hub. Needle hub c also exhibited two longitudinal cracks passing through the luer threads and extending approximately quarter of the way down the hub. A functional test was performed with each needle in an attempt to verify if the needle hubs leaked. The returned needles were connected to a 10cc syringe. The needles were placed in a reservoir of water and plunger pulled back to aspirate. Needles a and b did not aspirate the water confirming the needle hub leaked. Needle c aspirated, but also leaked from the hub when flushed with water. The reported complaint of needle hub was found broken was confirmed through visual examination and functional testing of the returned samples. Based on the observed damage and previous investigation, the potential cause for this issue could not be determined.